Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2013, due to infection at the implant site. The patient was treated with IV antibiotics unasyn and clindamycin (amounts not reported). On (B)(6) 2013, the patient was taken to the operating room for wound irrigation. The patient was discharged on (B)(6) 2013 and prescribed oral clindamycin (amount not reported). On (B)(6) 2013, the patient was admitted through the emergency room for exposure of the ground electrode and frank purulence from the site. The device was explanted on (B)(6) 2013, the patient was discharged from the hospital (date not reported) on an oral regimen of augmentin (amount not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of the report, (B)(6) 2013.

Manufacturer narrative:
This report is filed november 29, 2013.

Manufacturer narrative:
(B)(4).